Event description:
It was reported that the patient was found unconscious in their home by a relative and was taken to the emergency room (ER) on (B)(6) 2015 for possible overdose (unconfirmed). The patient¿s relative thought it ¿could have been because of the pump.¿ the pump was interrogated and logs were collected, the logs did not report any stalls. The patient was placed into hospital care after the ER visit. It was unknown whether action was required, the ER healthcare professional (hcp) ordered the pump to be put on minimum rate. The hcp indicated that the patient recovered without permanent impairment but noted they had only seen the patient once. The pump was used to infuse morphine sulfate and clonidine. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 1999, product type catheter. (B)(4).